Event description:
It was reported that patients received skin burns while being treated with the closurefast catheter.

Manufacturer narrative:
Detailed info has not been provided by the international distributor. The device(s) were discarded and details regarding the event(s) have not been provided. Without sufficient procedural detail from the attending physician(s), our experience indicates that skin burns are usually caused by maintaining inadequate distance between the skin surface and the anterior vein wall. The vnus closurefast instructions-for-use recommends maintaining at least 1 cm vein depth and warns about the potential for skin burns if the skin is not protected with fluid infiltration (tumescence). Skin burn is a recognized complication of endovenous ablation and is addressed in the product labeling. There is no indication that the product caused or contributed to the reported event.